Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify confirmation test? Yes. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (essure removal on ((B)(6) 2014)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Events: pain: pelvic/ abdominal, chronic, menorrhagia (heavy menstrual bleeding) were added. Reporter details, patient demographics, essure removal date added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic/lower pelvis') and pelvic abscess ('pelvic abscess') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "had ablation during essure in 2015". The patient's medical history included pelvic pain female, perineal pain, uterine bleeding, vaginal bleeding, dyspareunia, fibromyalgia, sulfonamide allergy, gravida ii, parity 2, endometrial ablation, menstrual cramps, dyspareunia, allergic rhinitis, depression, increased appetite, fatigue, weight gain, bloating, crying, muscular pain, back pain, joint pain, paratubal cyst, cervix inflammation, abdominal pain, tonsillectomy, constipation, pelvic hematoma, fever, sinus operation, venous thrombosis, chest pain, skin discoloration, chills, bilirubin elevated, endometriosis, pelvic abscess, pelvic hematoma, vomiting, bilirubin elevated, bacterial sepsis, sinus tachycardia, ovarian vein thrombosis, shortness of breath, dyspnea, intra-abdominal abscess, drug hypersensitivity, anxiety, leukopenia, chest discomfort and gerd. Essure confirmation test(s) conducted, specify confirmation test? Yes. Previously administered products included for an unreported indication: miralax, protonix, warfarin, acetaminophen, colace, cymbalta, enoxaparin, meloxicam, singulair, warfarin, zyrtec, zosyn, meropenem, calcium carbonate, duloxetine, meloxicam, montelukast and dulcolax. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy and transvaginal drainage). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic abscess, abdominal pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic abscess, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of removal , previously reported as (B)(6) 2014 (as per mr), had ablation during essure in 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2020: pfs and mr received: events: vaginal hemorrhage, dysmenorrhea, medical device monitoring error were added. Severity of event: pelvic pain, medical history, patient demographic, patient aka name, reporter information were added. Device removal date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic/lower pelvis') and pelvic abscess ('pelvic abscess') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "had ablation during essure in 2015". The patient's medical history included pelvic pain female, perineal pain, uterine bleeding, vaginal bleeding, dyspareunia, fibromyalgia, sulfonamide allergy, gravida ii, parity 2, endometrial ablation, menstrual cramps, dyspareunia, allergic rhinitis, depression, increased appetite, fatigue, weight gain, bloating, crying, muscular pain, back pain, joint pain, paratubal cyst, cervix inflammation, abdominal pain, tonsillectomy, constipation, pelvic hematoma, fever, sinus operation, ovarian vein thrombosis, chest pain, skin discoloration, chills, bilirubin elevated, endometriosis, pelvic abscess, pelvic hematoma, vomiting, bilirubin elevated, bacterial sepsis, sinus tachycardia, ovarian vein thrombosis, shortness of breath, dyspnea, intra-abdominal abscess, drug hypersensitivity, anxiety, leukopenia, chest discomfort and gerd. Essure confirmation test(s) conducted, specify confirmation test? Yes. Previously administered products included for an unreported indication: miralax, protonix, warfarin, acetaminophen, colace, cymbalta, enoxaparin, meloxicam, singulair, warfarin, zyrtec, zosyn, meropenem, calcium carbonate, duloxetine, meloxicam, montelukast and dulcolax. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and dysmenorrhoea ("dysmennorhea (cramping)"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy and transvaginal drainage). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic abscess, abdominal pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic abscess, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of removal , previously reported as (B)(6) 2014(as per mr), had ablation during essure in 2015 quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-dec-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic/lower pelvis') and pelvic abscess ('pelvic abscess') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "had ablation during essure in 2015". The patient's medical history included pelvic pain female, perineal pain, uterine bleeding, vaginal bleeding, dyspareunia, fibromyalgia, sulfonamide allergy, gravida ii, parity 2, endometrial ablation, menstrual cramps, dyspareunia, allergic rhinitis, depression, increased appetite, fatigue, weight gain, bloating, crying, muscular pain, back pain, joint pain, paratubal cyst, cervix inflammation, abdominal pain, tonsillectomy, constipation, pelvic hematoma, fever, sinus operation, ovarian vein thrombosis, chest pain, skin discoloration, chills, bilirubin elevated, endometriosis, pelvic abscess, pelvic hematoma, vomiting, bilirubin elevated, bacterial sepsis, sinus tachycardia, ovarian vein thrombosis, shortness of breath, dyspnea, intra-abdominal abscess, drug hypersensitivity, anxiety, leukopenia, chest discomfort and gerd. Essure confirmation test(s) conducted, specify confirmation test? Yes. Previously administered products included for an unreported indication: depo provera, protonix, dulcolax, warfarin, acetaminophen, colace, cymbalta, enoxaparin, meloxicam, singulair, warfarin, zyrtec, zosyn, meropenem, calcium carbonate, duloxetine, meloxicam, montelukast and miralax. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmennorhea (cramping)"), uterine haemorrhage ("uterine bleeding") and dyspareunia ("dyspareunia {painful sexual intercourse)"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy and transvaginal drainage). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, uterine haemorrhage and dyspareunia had resolved and the pelvic abscess and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic abscess, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of removal , previously reported as (B)(6) 2014(as per mr), had ablation during essure in 2015 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-jan-2021: pfs received. Reporter information, historical drugs and events"uterine bleeding and dyspareunia {painful sexual intercourse)" were added. Outcome of the events "abnormal bleeding (vaginal, menorrhagia),uterine bleeding , pelvic pain / chronic/lower pelvis and dysmennorhea (cramping) was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic/lower pelvis') and pelvic abscess ('pelvic abscess') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "had ablation during essure in 2015". The patient's medical history included pelvic pain female, perineal pain, uterine bleeding, vaginal bleeding, dyspareunia, fibromyalgia, sulfonamide allergy, gravida ii, parity 2, endometrial ablation, menstrual cramps, dyspareunia, allergic rhinitis, depression, increased appetite, fatigue, weight gain, bloating, crying, muscular pain, back pain, joint pain, paratubal cyst, cervix inflammation, abdominal pain, tonsillectomy, constipation, pelvic hematoma, fever, sinus operation, ovarian vein thrombosis, chest pain, skin discoloration, chills, bilirubin elevated, endometriosis, pelvic abscess, pelvic hematoma, vomiting, bilirubin elevated, bacterial sepsis, sinus tachycardia, ovarian vein thrombosis, shortness of breath, dyspnea, intra-abdominal abscess, drug hypersensitivity, anxiety, leukopenia, chest discomfort and gerd. Essure confirmation test(s) conducted, specify confirmation test? Yes. Previously administered products included for an unreported indication: depo provera, protonix, dulcolax, warfarin, acetaminophen, colace, cymbalta, enoxaparin, meloxicam, singulair, warfarin, zyrtec, zosyn, meropenem, calcium carbonate, duloxetine, meloxicam, montelukast and miralax. Concomitant products included cetirizine hydrochloride (zyrtec), medroxyprogesterone acetate (depo provera) and montelukast sodium (singulair). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and uterine haemorrhage ("uterine bleeding"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia {painful sexual intercourse)") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy and transvaginal drainage). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, uterine haemorrhage and dyspareunia had resolved and the pelvic abscess, abdominal pain and endometriosis outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, pelvic abscess, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of removal , previously reported as (B)(6) 2014(as per mr), had ablation during essure in 2015. Discrepancy noted for date of insertion: 2015 (as per pfs). Patient received treatment for abnormal bleeding(vaginal, menorrhagia, uterine bleeding), dysmenorrhea, lower pelvis pain, dyspareunia, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2021: pfs received. Event onset date were added. Event: reproductive system disorder or condition type of disorder or condition: endometriosis added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.